Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro did not activate upon entering the pt's leg to take branches. The cord was switched out; however, there still was no energy. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. During testing, when the cable was disconnected from the device pigtail, the pins on the interior of the pigtail were noticed to dislodge; however, internal connections were verified to be intact. We cannot conclusively determine why the pins were dislodged. The device was re-tested and again passed the pre-cautery test. Because we could not duplicate the reported failure, we are unable to determine the root cause. Based upon the evaluation results, the reported complaint could not be confirmed for failure to deliver energy; however, it was confirmed for the dislodged connector pings. (B)(4).